Manufacturer narrative:
G4:08dec2020. B4:11dec2020. The touchscreen assembly was returned to manufacturer to failure investigation (fi) for analysis. The ul_lr / ur_ll resistance and resistance ratio were out of specification. Fault are found on this returned touchscreen. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26oct2020, b4: 28oct2020. H11: b5: problem description updated: the customer reported, while testing, the touchscreen is not functioning; it won't allow you to touch anything h10: bench repair confirmed the reported issue. They reported that the touchscreen is not working correctly on the lower right corner and calibration does not fix it. The bench repair replaced the touchscreen to resolve the issue. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported touchscreen issue. The ventilator was not in user on a patient, no user harm was reported.